Event description:
Additional information received reports the device was just removed on (B)(6)-2014 and it was not in pieces, the device was fully intact with one lead attached. The device was disposed of by hospital. It was noted that the patient was recovered from explant. The device components were completely explanted.

Event description:
It was reported that the patient said that the healthcare provider helped her "like 12 years ago I had it put in, but then 2 years ago I broke my pelvis and I felt swollen and they found out at the time the battery stopped so they went in to change the batteries but they said that the device was in pieces almost like it blew up".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was (B)(6) 2014. It was reported that the device was being removed. The patient noted they were having pain. It was also reported that the device has been in over twelve years. The battery died last year. It was noted that they don't know what was causing the pain at this time. It was noted that it will be removed on (B)(6).

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3031a, serial# (B)(4), implanted: 2004 (B)(6); product type programmer, patient product ID 3093-28, lot# j0444098v, implanted: 2004 (B)(6); product type lead. (B)(4).